Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was returned for evaluation. When the device was evaluated the reported issue was not observed. The device operated as intended. Volumetrics of 100ml/hr and 10ml tested in spec at 9.91ml or 99% of expected volume. Preventative maintenance was performed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: problem reporter was columvi infusion beggining at 15:33 and concluded around 18:45, which is 50 minutes earlier than expected. It was intended to be administered over a four-hour period. Since the medication was precisely compounded in a syringe, we suspect that the pump may be the source of the issue.